Manufacturer narrative:
There is no new infomation. The supplamental was created inadvertantly. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient developed an infection. In addition, it was reported that the left ventricular lead could not be explanted and the patient was going to see another physician to have the lead removed. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient developed an infection. In addition, it was reported that the left ventricular lead could not be explanted and the patient was going to see another physician to have the lead removed. No further patient complications have been reported as a result of this event. Erosion/necrosis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.